Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while the device was in use by the patient. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customer complaint could not be duplicated. The event log revealed that a part of the event logs was being displayed as. The software version was the old version 3.6 so the device was updated to the latest version 3.6.1. The device was confirmed to work properly after the upgrade.

Manufacturer narrative:
H3 other text : device evaluated by 3rd party service center.